Event description:
Caller states that he tested 1.7 inr on the coaguchek xs system and 2.6 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Caller states that he is not using those strips today, so no product will be returned for evaluation.

Manufacturer narrative:
Will not be returned to manufacturer.